Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: due to no photo or sample being received the customer's complaint of leakage could not be verified. A device history record review could not be performed because a lot number was not provided by the customer. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d phaseal injector came loose from the tubing. The following information was provided by the initial reporter: material no:2204-0007. Batch no: unknown. It was reported the facility had a number of events with the phaseal injector coming loose from the end of the tubing, either as the rn removes from the bag or mid-infusion. Customer response (B)(6) 2020: I do not have the lot numbers for the affected parts. If/when we have another event I can try to obtain that. I also do not have affected parts for example, the events occured outside of the pharmacy dept and I think the nurses just replaced the phaseal injector. Also, no adverse events have occured to my knowledge. Events I do know of: (B)(6) 2020- phaseal injector fell off end of tubing when nurse removed chemo from transport bag. Part # for injector is 515003 and was attached to a alaris short set #2204-0007 that was primed with normal saline. I do not have dates for others, but know we have had issues with it coming off the tubing of our tacrolimus continuous infusions during the course of the 24 hour infusion. Those are infused with the low-sorb set #2260-0500 and same phaseal injector. Not much additional I can provide beyond what (B)(6) has provided in this case. We prime most hazardous drug tubing with diluent so the tubing would have contained ns in this case. This is the first time I am aware of this particular type event. We have had a number of events with the phaseal injector coming loose from the end of the tubing, either as the rn removes from the bag or mid-infusion. These are likely more human error vs equipment failure. I do not recall ever seeing tubing separate when removed from the packaging.